Manufacturer narrative:
If explanted; give date: not applicable as the iol was not explanted. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted. Device remains implanted.

Event description:
Received report indicating that although the iol injected successfully, the doctor noticed a small crack/tear at the haptic/optic junction of the iol. The tear was small and not visually significant thus doctor made the decision to leave it in place. They had this exact issue in previous cases. When asked if there was a capsule tear, unplanned vitrectomy or sutures, the customer responded as "unknown". No medication outside the standard of care was prescribed.